Event description:
It was reported that the ilet device¿s display became partially pixelated and nonfunctional, rendering the screen unreadable and the device difficult to use; the user attempted a hard restart without recovery, and a replacement was arranged. Symptoms included no injury or adverse physiological effects. Outcomes included device replacement and continued therapy with a backup device while the original is returned. Investigation included customer interview, product history review, and planned device evaluation upon return. Investigation of this case revealed a suspected display malfunction affecting screen visibility with no evidence of external damage reported by the user. It was concluded that the event involved a device display failure that impaired usability without patient harm, and the device will be returned for analysis.